Event description:
It was reported that the mobile power unit (mpu)'s bottom cover was found to be cracked near the power inlet. The handle was also damaged. During a power on off inspection the system booted up as intended. During a functional test the system functioned as intended, and the mpu was found to have software version 01.01.01. The bottom cover and the handle were replaced, software version v01.02.01 was installed, and preventative maintenance was performed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned for analysis to the european distribution center (edc) and it was noted that the bottom cover and handle were damaged. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The bottom cover and handle were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on 05oct2017. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.